Event description:
8 incorrect test (hepatitis c) results were provided to clients. Due to laboratory technician error 8 positive hepatitis c test results to clients as negative. On repeat testing, it was noted that an unusual portion (more than half) of initially eia reactive samples were not reactive. Due to the abnormality an investigation comparing initial run and repeat run showed that during the transfer to eluate, two out of three plates being tested had been switched and the results for each of them were entered as the results for the other plate. Per the product requirements negative results are released into the hep c system where they may be retrieved by clients while positive results are shown as work in process until they finish the testing algorithm. Out of 41 results affected by the plate switch, 11 results had been reported to clients prior to error being noticed. The remaining incorrect results were blocked in the hep c system pending investigation. The investigation showed that out of 41 initially reactive samples, 33 were positive, 3 were insufficient for further testing, 3 were negative on repeat testing and 2 tested negative on riba. Out of the eleven negative results reported to the clients, 2 were negative on repeat testing, 1 tested negative on riba and 8 tested positive.